Manufacturer narrative:
DHR review for batch 7118857 (p/n 302995) showed the following. Manufacturing dates: 05/13/2017 ¿ 05/14/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7118857 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Conclusion: based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on 09/12/2017 via medwatch # (B)(4)05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported a bd syringe 10ml luer-lok¿ tip leaked when filling the syringe with medication. No injury or medical intervention.